Event description:
It was reported that during a generator change procedure, the atrial lead failed to be removed from the header. The atrial lead was connected successfully to a new pacemaker. The patient had no consequences throughout the procedure.